Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for a few minutes. The pod was removed from the infusion site.

Manufacturer narrative:
The received device had the needle mechanism deployed but the soft cannula not visible outside the bottom housing window. The soft cannula was found to be severed near the tip of the formed needle. It cannot be determined when or how the damage to the soft cannula occurred. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy. The device ran for 3332 pulses and was deactivated by the user.